Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump rail as well as reservoir ring was damage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. Customer stated her battery cap was not damaged. Customer stated she had diabetic ketoacidosis symptoms due to retainer ring was not lock in place and stopped using the insulin pump and was on manual injections. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, force sensor test, sleep current test, active current test and self test. Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test, occlusion test, displacement accuracy test and p-cap / reservoir will not lock properly due to missing retainer. Device not received with original battery cap. Battery cap cracked/damaged unknown.